Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump. It was reported that her other pain pumps were put in while they were going through withdrawals, and they did not want to go through that again. The patient stated that they had 5 pumps, and they ended up in the hospital every time due to them not being replaced prior to eos.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.